Event description:
It was reported that a merlin.net transmission showed intermittent ventricular undersensing during a ventricular tachycardia episode. The device began charging for therapy, but the patients rhythm converted to sinus spontaneously. The device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.